Event description:
Staff member presented a box of medline mediguard sense gloves which contained gloves with what appears to be burn marks on them. The holes are small and the surrounding material is brown